Event description:
Additional information was received that a revision procedure was performed. Due to inappropriate therapy delivery, noise and low pacing impedance measurements, along with suspected insulation wear, this rv lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--

Event description:
Boston scientific received information that noise and oversensing were observed with this device system, resulting in inappropriate shock and anti-tachycardia pacing (atp) therapy. It was documented that the pacing impedance measurements occasionally decreased from 650 ohms to 350 ohms, as well as the appearance of no capture on the atp. The right ventricular (rv) lead was programmed off until a lead revision procedure could be performed. Technical services was consulted and discussed the potential for an insulation or conductor breach. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.